Event description:
The customer reported to beckman coulter (bec) that 30 ml of blue liquid (cleaner) leaked from the coulter lh 500 hematology analyzer onto the counter. The customer was wearing a laboratory coat and gloves at the time of the event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found a hole in the tubing at pinch valve (pv37) and replaced the tubing, resolving leak. Failure mode was attributed to a hole in the tubing at pinch valve (pv37). (B)(4).